Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown dental and oral surgery, when the package was opened to use, a different type of suture was attached from the middle of the suture. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/11/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are there photos available for visual analysis? What type of suture was ordered and what type was received? What is the procedure name and date? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. H3 investigational summary: the product was returned to ethicon for evaluation. Ten sutures inside their opened packaging were received for analysis. The product code a184h is multi-strand non-need. Upon visual assessment of the sutures, a knot with a yellow strand in one of the strands was observed. Silk sutures are received from the supplier in spools and a knot is used to attach the same type of suture within a spool to complete the quantity of suture needed per spool. The knot tread was not detected during the manufacturing process. In the remainder of the sutures, no anomalies were found. Based on the information currently available, the knot in the suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint:(B)(4). Date sent to the FDA: 3/11/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: * are there photos available for visual analysis?=>yes * what type of suture was ordered and what type was received?=>there was a knot of the original suture and a orange suture was knotted on the knot part. * what is the procedure name and date? =>unk * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) =>hiromi tokuyama * please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections.=>the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4).